Manufacturer narrative:
The referenced device was attached to the test generators, usg-400/esg-400, and a probe check was performed; the device did not pass the probe check, error code u509. Both switches were checked and both switches are functional. A visual inspection on the received condition was performed on the device; there is some tissue buildup. The ptfe pad (teflon pad) was inspected and found it has normal wear, no metal exposed, no abnormalities. The distal end of the device was inspected under a microscope and found the probe tip unit is fully detached; the missing portion was not returned. The wiper movement, the consistency of movement of the handle and jaw, the handle load and the rotation of the knob torque were normal. Based on similar reported complaints, the most probable cause of the reported event is attributed to the (operational error) probe coming into contact with a hard or metallic surface during activation. The following details are found in the instruction manual as warning. Do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. As a preventive measure, prepare a secondary method for achieving hemostasis or desection, e.g. A spare of the thunderbeat instrument, and a back-up of the transducer.

Event description:
The manufacturer was informed that during a total laparoscopic hysterectomy (tlh) procedure, the doctor was performing on the patient¿s vaginal cuff tissue when the probe at the distal end of the device broke off inside the patient. The broken piece was removed the patient. The patient was inspected and there was no injury reported. There was no medical/surgical intervention required. The procedure was delayed by five minutes to replace and the procedure was completed with a second-like device. In addition, the device was inspected prior to the procedure; no anomalies were noted.